Manufacturer narrative:
Additional information was received from the user facility stating that a voluntary medwatch form has been submitted. The medwatch form number is (B)(4). The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the bovie wire (electrical cord) and the dolphin device were broken at the junction. A screw from the dolphin device became unscrewed during the procedure, which caused a 1/2 inch burn to the patient's abdomen. No further information is available at this time.